Event description:
It was reported that the pump's usb port was damaged resulting in difficulties charging the pump. There was no information regarding the impact on the customer's blood glucose level. Customer expected to return the device for a replacement, and a new pump was provided with a different serial number.